Event description:
For weeks the customer's blood glucose readings had been 200, 300 and 400mg/dl on the contour next usb. According to the advocate, his wife's doctor made a change in her medication from januvia to a different hypoglycemic medication partly because of her kidney problem and partly because of her high blood glucose readings. The customer was taken to the ER by ambulance. Her blood glucose was tested by the emt and the reading was 30mg/dl. Also, that day her blood glucose was 44mg/dl. It was not clear when this reading was obtained. Symptoms were not discussed. The customer was still in the hospital at the time of the call. Her treatment had included medications for kidneys, blood pressure and diabetes. Further information regarding the incident was not provided. Advocate was advised to return the strips for evaluation. New meter and strips were sent to her.